Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number gm1401123 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned for evaluation. The minicap was sent back already opened and the sponge was found inside of the minicap. The visual inspection concluded that there were no issues with the minicap; therefore, the reported event could not be verified by the device evaluation and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge came out from the minicap. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.